Event description:
On july 27th, sendx was notified by email of a potential incident. The user was splashed with blood during a measurement in 2006. They say "that, it seemed that, the blood went out of the rear side at the sensor cassette. And the blood reached the eyes of the user. Another email was sent 08/10/06 describing the suspect analyzer was blocked in the waste drain for 2 days prior to the incident. There was no attempt by the user to remove the blockage, call service or take any action to clear the blockage. Maintaining the waste drain is documented in the operator's manual. Using this analyzer with a known waste drain blockage may have contributed to this incident.

Manufacturer narrative:
Incident event date: 2006. Incident report date: 07/27/06. Follow up email: 08/10/06. The reported device serviced and placed back in to use at the hospital. MDR 2027541-2006-00001 initiated: 08/22/06. Photos of returned components for waste pump, valve board and gasket showed no blood, but were corroded.